Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and the clock not being synced was confirmed via log file analysis. Review of the log files, extracted from (B)(6), revealed the system controller¿s clock was reset to a default date and time (01jan2000 at 00:00:00, per timestamp) upon being powering on. The default timestamp resulted in a clock not set alarm to activate. Starting on 01jan2000 at 02:25:02, intermittent strings of backup battery fault alarms activated due to the emergency backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The clock was set to an updated timestamp at (B)(6) 2025 at 12:39:51, resolving the clock not set alarms. On (B)(6) 2025 between 13:24:35 - 13:26:40, intermittent emergency backup battery (ebb) circuit faults and ebb memory tag faults were active, consistent with the reported emergency backup battery reseating. The backup battery fault alarms resolved by (B)(6) 2025 at 13:26:43. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Multiple backup battery load tests were initiated during testing and a fault was not reproduced. Information provided by the account stated that a backup battery fault activated on the patient¿s primary controller ((B)(6)), so the patient exchanged controllers. A backup battery fault activated on the backup controller ((B)(6)) and reseating the emergency backup battery did not resolve the alarm. The backup system controller was exchanged, resolving the alarm. A root cause for the emergency backup battery fault alarm cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of emergency backup battery fault alarms related to load tests not passing, and the system controller in use at the time, serial (B)(6), was manufactured prior to the implementation of that corrective action. The root cause of the clock not set status appeared to have been a lack of maintenance on the backup system controller per recommended guidelines and labeling. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including emergency backup battery fault and clock not set alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the emergency backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the emergency backup battery. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, instructs users to, at least once every six months, contact their hospital contact to charge the emergency backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary system controller¿s. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an emergency backup battery (ebb) fault on (B)(6) 2025, which did not resolve with a self-test ((B)(6)). The patient without instruction performed a system controller exchange at 22:54 on (B)(6) 2025. Log file review revealed that the ebb fault appeared to be caused by the ebb failing the load test. The ebb recured on the new system controller ((B)(6)) around 1 am. Log file review of the new system controller captured system controller clock corrupt events after the system controller exchange due to the clock needing to be synced. The clock was synced with a power module followed by 2 ebb faults at 12:39. It was noted that the new system controller was running older software (v1.6) and manufactured prior to the ebb fault mitigation process. The ebb faults on (B)(6) were resolved with reseating the ebb. Reseating the ebb for the backup system controller ((B)(6)) resolved the ebb faults after 4 attempts. Since (B)(6) was noted to be on the older side and manufactured before the ebb fault mitigation process it was exchanged with (B)(6). A new system controller was issued as the patients backup system controller.